Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets cannula kinked events on (B)(6) 2024. Events occurred after 3 or more hours of insertion. The insertion site was at hip. Infusion sets were used for 5 or 6 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.